Manufacturer narrative:
Reported event: a pelvic checkpoint was lost during a case and found post operatively in soft tissue behind the pelvis. Multiple intra-operative x-rays were taken resulting in over a 30 minute delay. The patient was informed of the checkpoint left behind and did not report any pain from the checkpoint inside of the soft tissue. All harm was related to the delay in surgery. Device evaluation and results: the checkpoint was left in the patient. No evaluation could be completed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/22/2013. No non-conformances were identified during inspection. Complaint history review: a review of complaints in (B)(6) related to p/n 116230, lot number w35968 shows zero additional complaints related to the failure in this investigation. Tracking of complaints related to the 116230 part number will be tracked through quarterly trend request (B)(4). Conclusions: the item in this complaint was left in the patient. As a result, no further evaluation can be completed and no additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was left in the patient.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the surgery, it was noticed that the surgeon was unable to locate the checkpoint. It was discovered on post-op x-ray that the checkpoint was retained in the patient soft tissue behind the acetabulum. The surgeon and patient was aware and the outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the surgery, it was noticed that the surgeon was unable to locate the checkpoint. It was discovered on post-op x-ray that the checkpoint was retained in the patient soft tissue behind the acetabulum. The surgeon and patient was aware and the outcome of the case was successful.